Event description:
Related manufacturer reference number: 2017865-2023-10418, related manufacturer reference number: 2017865-2023-10421, it was reported that the patient presented to the hospital on (B)(6) 2023 for a follow-up as there were signs of infection and pocket erosion. Upon examination, it was noted that the pacemaker and both the right ventricular (rv) leads had infection. It was observed that the the pocket infection was the result of skin erosion on the inferior lateral edges of the pacemaker.. The physician decided to explant the whole system. During the explant procedure, the patient had a drop in systolic pressure due to a developing cardiac effusion, which was visible using transesophageal echo. Physician was called to surgically repair an inferior rv perforation at the distal location of lead. The repair was successfully performed through a medial sternotomy. The patient tolerated the procedure well and was in stable condition before, during and after procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.